Event description:
Received a lot of IV tubing from hospira in which the provided clamp does not fit into the pumps unless forced. It appears that hospira has changed its tubing clamp style without informing customers.